Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/16/2020. Additional information: d10, h6. Additional h3 investigation summary. One open box with six unopened samples of product code mpy500, lot phz117 was received for analysis. The complaint sample was not received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a breast surgery on (B)(6) 2020 and suture was used. During the procedure, the suture loosened from the needle. There were no adverse patient consequences.